Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d314trg, ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular (rv) lead had been gradually rising. The impedance went above the normal range and then back down to the normal range. It was also noted that the rv defibrillation coil impedance had increased slightly. The lead remains in use. No patient complications have been reported as a result of this event.